Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced cannula breakage, and was unable to deliver medication. The following information was provided by the initial reporter, translated from japanese: upon priming, the drug solution came out, but when I inserted the needle pe into the skin and pressed the button, the drug solution did not come out. The needle npe was broken.

Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced cannula breakage, and was unable to deliver medication. The following information was provided by the initial reporter, translated from japanese: upon priming, the drug solution came out, but when I inserted the needle pe into the skin and pressed the button, the drug solution did not come out. The needle npe was broken.

Manufacturer narrative:
H6: investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No, cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.